Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the ilet for approximately one hour during a complete supply change, which included charging the device and addressing an overfilled, leaking cartridge before successfully replacing the contact/detach 23" 6 mm infusion set. Symptoms included elevated blood glucose, with a reported value of 191 mg/dl for about 60 minutes, without ketone testing, back-up therapy, or medical intervention. Outcomes included temporary interruption of usual therapy without hospitalization or emergency care. Investigation included troubleshooting and education to complete the supply change and restore therapy. Investigation of this case revealed that the event was associated with user-managed supply replacement and time off therapy, with no device malfunction reported once supplies were correctly installed. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors during supply change.